Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms was confirmed via log file analysis. On 12jan2026, the submitted controller event log file captured power cable disconnect, low power hazard, and no external power alarms due to a loss of alternating current (ac) power while connected to the mobile power unit (mpu). The system controller backup battery supported the system during the losses of external power without any issues. The alarms resolved once external power to the mpu was restored. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The mpu (serial number unknown) was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. D, and the heartmate 3 lvas patient handbook, rev. A, are currently available. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. Section 3 of the IFU, "powering the system", and section 3 of the patient handbook, ¿powering the system¿ explain how to properly use the mobile power unit (mpu). These documents also caution the user to always have at least one system controller power cable connected to a power source at all times, and to not rely on the system controller¿s backup battery, as it will only power the pump for a limited amount of time. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address how to properly interpret and troubleshoot all system alarms, including power cable disconnect, low power hazard, and no external power alarms. Section 8 of the IFU, ¿equipment storage and care¿, and section 6 of the IFU, ¿caring for the equipment¿ address how to properly care for, maintain, and store the equipment for proper use. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. A review of the relevant sections of the device history records could not be performed as the serial number of the device was not communicated/identified. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported a power cable disconnect, low power hazard, and no external power alarms were captured while the patient was on mobile power unit (mpu) power on (B)(6) 2026 at 05:06. There was no pump interruption during these events as the system controller's backup battery functioned as intended. No other notable alarm conditions or parameter changes prior or after this event.